Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity. It was reported a motor stall was seen at initial interrogation and the patient did not recently have a MRI. The logs revealed a stall occurred on (B)(6) 2018, and it recovered. The time of that stall was not known since the logs were not available that far back. A motor stall also occurred on (B)(6)2018, and recovered at 8:51 and another stall occurred on (B)(6) 2018, at 1:55 and recovered at 2:10. It was noted at those times the patient was using an ipad on his lap and the patient was in a wheelchair. The patient had not historically had stalls in the logs after using an ipad. It was explained since the stalls were so short and the pump was so new that we would expect electromagnetic interference (emi) causing these stalls, but it could be difficult to pinpoint exactly the cause. It was also reviewed to make sure the alarm interval was set to 10 minutes and to discuss with the healthcare provider (hcp) what they were comfortable with, but again it was pointing to an emi situation. Patient symptoms were not reported. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and the initial reporter was provided. The cause of the multiple motor stalls was not determined and a dye study was performed and was normal. It was noted the event was not resolved and there was no harm to the patient besides having to go to the hospital. The patient¿s weight at the time of the event was (B)(6) and the pump remained implanted. It was further clarified there was no harm to the patient and the patient had to go to the hospital twice and it was a long drive. No further complications were reported/anticipated or expected.